Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "vascular occlusion and necrosis" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Consumer reported via social media that a patient was injected in the jaw with 3 ml of juvéderm® voluma¿ with lidocaine. ¿in this case, submental artery was involved, and the patient developed ischemic skin involvement in the chin and neck. Based on the observation of immediate skin filling, doctors quickly diagnosed skin necrosis in the lower jaw and right upper neck. Another important diagnostic feature is muscle pain in the mandible and swallowing processes, probably due to ischemia in the submental artery area.¿ patient had history of 3 ml of hyaluronic acid in the chin two months prior. ¿inject 1.4ml filler in the midline of the chin and 0.3ml in both sides of the midline of the anterior chin. Total dose is 2ml. The injection is slow and the injection was being performed little by little. All injections are done in the plane above the periosteum. Immediately after the injection, the doctor noticed that the patient's right jaw and upper neck skin were pale. Immediately after the injection, the patient complained of excessive pain in the lower jaw and gums areas. [Patient] also complained of severe pain in swallowing. After 10 minutes of injection, the reticulated active/skin patches began to appear on the fold of the chin muscle and extend to the upper cervical region¿ ¿figure 1: injection in the chin 15 minutes after injection. The visible demarcation between the discoloration and ischemic regions of the chin and neck. Doctors immediately decided to dissolve hyaluronic acid with a high dose of hyaluronidase¿. Hyaluronidase was injected in the chin and neck area using 30 g sharp needles. ¿in addition to the area where the hyaluronic acid was injected, hyaluronidase was also done at 1cm in addition to the range of involvement. In a few minutes, most of the affected areas are aggravated¿. ¿sixty minutes later, spots were still visible in the affected areas, with persistent swallowing pain, and doctors injected 1,000 u of hyaluronidase into the deep and shallow planes with 27 g blunt needle. After that, the pain decreased significantly during swallowing. The patient took cefoxime 200 mg orally, twice daily, 75 mg acetylsalicylic acid, once daily, plus mupirocinointment for 5 days.¿ ¿photographs taken immediately after the first treatment with high-dose hyaluronidase. There's a small, pale embolism.¿ ¿skin became white¿ was noted. Status of the event is unknown. This is the same event and the same patient reported under MFR report #9617229-2021-16639; emdr-00673 (allergan complaint # (B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.